Event description:
Complainant alleged that while attempting to defibrillate a pt the device self discharged in sync mode without the clinician pressing the sync button. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval, and this complaint is still under investigation.